Event description:
The complainant has reported that a male patient (age unknown) underwent multiple band ligation for the treatment of esophageal varices using a speedband superview multiple band ligator device. It was reported that the physician deployed the first 3 ligating bands from the speedband device successfully. However, the 4th band did not deploy to ligate the varix. The patient had started to actively bleed so the physician removed gastroscope and band system. The physician completed the procedure using an alternate multiple band ligator device. It was also reported that the patient did not suffer any complications as a result of this event.

Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident. The actual device involved in the event was evaluated, however, only the ligator head with the remaining 4 bands were returned to the manufacturer with a section of the tripwire. No other components of the super 7 kit were returned. The first 3 bands on the ligator head had been deployed during the procedure. The 4th band was still loosely attached to the head but the thread was no longer looped around it. Therefore, the 4th band was removed in order to perform a functional check of the remaining bands. Following the removal of the 4th band, the 5th, 6th, and 7th bands were deployed with no issues. Because only the ligator head was returned to the manufacturer for evaluation, a complete failure analysis could not be conducted, therefore, the root cause for the failure of the bands to deploy cannot be determined.